Event description:
Info was received that reported a pt was hospitalized in 2008 due an incident of hyperglycemia. Per the report, they changed the pt's site, set, and cartridge. Later the pt's blood glucose began to run high. They were able to bring the blood glucose down by injections but not pump boluses. The pt was taken to the hosp and treated for hyperglycemia. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and eval. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the prod was within specification.